Manufacturer narrative:
It was reported that a female patient (73 year old, 130kg) with history of pulmonary vein isolation (pvi) earlier this year underwent premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Device evaluation details: on 9/25/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation and the evaluation has been completed. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6) year old, (B)(6) kg) with history of pulmonary vein isolation (pvi) earlier this year underwent premature ventricular contraction (pvc) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during a pvc case, a perforation of the right ventricular outflow tract (rvot) was discovered by ultrasound and the blood pressure was dropping. Dopamine drip was started and pericardiocentesis was performed and 400 cc of fluid was extracted. The patient is reported to be in stable condition. The event occurred during use of biosense webster products. The physician¿s opinion is that the cause of this adverse patient condition. The patient was an older patient and had very thin tissue between the rvot and the left atrium. The patient¿s condition is improved. The patient¿s condition required hospitalization. She stayed the night and had her heart checked throughout via echocardiogram. This was to make sure that the perforation didn¿t reopen. No act was taken due to no heparin given because we were in the right chamber. Transseptal was not performed. Ablation was performed prior to discovery of the pericardial effusion but there was no evidence of steam pop. During mapping the flow was set to 2ml/min. There were no error messages observed on biosense webster equipment during the procedure.